Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the scope communication error (b30) message was that water invaded scope connector while the user was handling the device, which led to abnormality of electronic parts. The event can be detected/prevented by following the instructions for use which state: ¿- do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. - perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the evaluation it was observed that the scope had a b30 error as well as a black or no image. After the unit was processed through aeration, the scope image was restored. Upon further inspection, it was observed that the body control unit, scope connector and bending section was wet. Additionally, a leak was observed from the connector. It was also observed that the scope connector had a crack and had corrosion. It was observed that the charge-coupled device shrink tube was cut. It was also observed that the bending section cover had scratches and the glue was lifting. It was observed that switch 1 and 4 did not work. It was also observed that the electrical connector bending section was unstable. Lastly, wrinkles were observed on the insertion tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera iii bronchovideoscope displayed scope communication error (b30) message. The reported issue occurred during preparation for use for an unknown procedure. There were no reports of patient or user harm associated with this event.